Event description:
It was further reported that the patient was dying of cancer. The patient had a weight loss from (B)(6) to (B)(6). The patient had broken her ankle severely, had 3 heart attacks, herniated discs and 'ddd' (assumed to be degenerative disc disease). The patient had pins and artificial plates, 8 stents in her heart and has undergone 2 bypass surgeries. The timing of these events was unclear. The patient wished to have the device removed so she could have a full body MRI. The patient also wanted a pain pump. The acute pain continued in her leg as well as the programmer issue.

Event description:
It was reported that the patient never had therapeutic effect. The patient had acute pain. The patient also felt stimulation running through her legs even when the device says its turned off. The patient had many falls in the past, including a fall directly on the stimulator. The patient planned to seek reprogramming. Additional information was requested.

Manufacturer narrative:
Concomitant medical products continued: lead 39565-65 serial (B)(4) implanted: (B)(6) 2009 explanted: na. Recharger model 37752 serial (B)(4). Programmer model 37743 serial (B)(4).